Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a ladg procedure, the clip was not fed into the jaw properly and was malformed. During a test fire, a tear shaped clip was formed. Another device was used to complete the case. There were no adverse consequences to the pt.